Event description:
It was reported that the patient had high lead impedance dcdc 7. It is unknown on what test. Also reported that patient was "not doing well." The site indicated that x-rays would be taken and sent to manufacture to review and thus far no x-rays have been received. Good faith attempts have been made for additional details about event.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.